Manufacturer narrative:
Philips has investigated the reported issue the customer indicated that the systems c arm was unable to perform geometry movements and no further details were provided the customer has been informed that the system has reached end of service and consequently philips is unable to provide a replacement and the service quotation was cancelled to date philips has not received any additional reports of this issue the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.